Event description:
Patient required fluids and vasopressors. Patient had no palpable blood pressure and required aggressive therapy.what was the original intended procedure?central line placement.device #1is this a laboratory device or laboratory test?no.